Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is getting a no delivery but did not receive an alarm. She said that she changes her infusion set every 2 days because it gets clogged when pulled. Customer¿s blood glucose is 300-400 mg/dl. She declined to troubleshoot for high blood glucose because she said she treated with a manual injection. She wanted to perform the hp test but did not have a tubing clamp available. Customer will call back to do the hp test. She was driving at the time. The pump will not be returned for analysis.